Event description:
It was reported that the patient complained of not feeling normal and magnet mode stimulation since generator replacement on (B)(6) 2012. Diagnostics were reportedly within normal limits following generator replacement. She was referred to her surgeon for the case. The surgeon and the neurologist both interrogated the device and performed diagnostics which revealed high impedance with 10,000 ohms multiple times. The neurologist had one interrogation come back okay with all of the other tests resulting in high impedance. X-rays were performed and were reviewed by the neurologist. No lead or electrode issue was present to the physicians, so it was planned to have the patient's generator checked in the operating room by reinserting lead and checking device again. The lead pin did not appear fully inserted. The patient was taken to the operating room for exploratory surgery on (B)(6) 2012. The first pre-operative diagnostic test revealed high lead impedance. After reposition of the lead in the generator, there was still high impedance. Generator diagnostics were unremarkable. The lead was repositioned in the generator again, and six additional system diagnostic tests were performed at varying positions during surgery and no high lead impedance was detected. The company representative reported that the lead had a slight kink at the connector book. If it was manipulated either way, system diagnostics were still within normal limits. The patient's incision was closed, and the patient was referred to follow up with the neurologist closely. It was therefore confirmed that the lead pin was not making proper connection in the connector block which resulted in the high impedance.